Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that when attempting to capture a biopsy sample, the needle detached completely. No patient injury.

Manufacturer narrative:
The suspect device was returned for evaluation. The reported failure was observed. The likely root cause is insufficient bonding or insufficient adhesive cure time. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.